Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation, the response buttons were intermittently non-functional. The cause for the defective response buttons was a defective response button cable contact. The root cause for the defective contact was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.